Event description:
Four drill bits of the same lot broke during surgery on two separate occasions and none of them remained in the patient's body.

Manufacturer narrative:
The following details the investigation of breakages of drill bit sqc 1.5mm 85/18mm (reference cc# (B)(4). After internal review of returned samples, it was determined that the cause of the breakages was due to a variation in core thickness during the manufacturing of lot 2205. This does not appear to be a product design issue as over (B)(4) units were sold between 2022-present and there were no reported complaints. Subsequent lots from inventory were reviewed and no issues were identified.